Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that one control knob and main keypad were contaminated, the lower case was broken and the interconnect flex was bent incorrectly. It was also noted that the device failed incoming functional testing for sensitivity. However when the test was reran, the test passed. It was determined that the device had intermittent operation. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.